Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the proximal segment of the splenic artery using a ruby coil. During the procedure, the physician placed a non-penumbra diagnostic catheter, then advanced a ruby coil through a lantern delivery microcatheter (lantern). While attempting to get the ruby coil to seat in the target vessel, the physician noticed that the coil wasn't coming back with the pusher assembly. At this point, approximately 10 cm of the ruby coil was outside of the distal tip of the lantern. Therefore, the physician removed the coil's pusher assembly, attached a syringe to the back of the lantern and pulled negative pressure back in an attempt to try to keep the ruby coil in the lantern when removing it. The lantern was then removed with the ruby coil now residing inside of the diagnostic catheter. There was approximately 12 cm of coil outside of the tip the diagnostic catheter and it was determined that the safest option was to push the detached coil out of the diagnostic catheter where it migrated into the distal splenic artery. The ruby coil was left in the vessel after thoughtful consideration to snare it. The procedure was completed using other coils. It should be noted that there was no noted damage or issue with the lantern. Additionally, there was no report of an adverse effect to the patient.

Manufacturer narrative:
The device was implanted into the patient.